Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed on the products shipped to the patient for the three (3) month time frame immediately preceding the event occurrence date as no lots were indicated as shipped to the patient within this timeframe. A review of the DHR could not be perfomed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced an infection and was hospitalized on an unknown date. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Subsequent attempts to obtain additional clinical information have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: multiple attempts were made to acquire further details concerning these events; however, no additional information was obtained. In the information provided in the survey, there was no indication these events were related to pd therapy and/or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse events. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced an infection and was hospitalized on an unknown date. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Subsequent attempts to obtain additional clinical information have thus far proven unsuccessful.